Event description:
It was reported that prior to starting a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument monopolar connection fell off the housing when the connection lead was removed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument banana plug was found missing from the back of the housing. No damage was found at the location of the missing banana plug. 48 - failure analysis also observed that the distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. No insulation damage was found on the main tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.